Event description:
It was reported that air leakage in medium size pad during use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported issue was unconfirmed, as the reported issue could not be reproduced. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. No visible chips or deformities at the ends of all connectors. Tubing for all the pads noted no kinks present. Slight hydrogel separation on right chest pad. No root cause could be found because the reported event was unconfirmed. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported event is unconfirmed, labeling/packaging review is not required. Correction: d, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that air leakage in medium size pad during use.